Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced two syncopal episodes. Review of device memory through the remote home monitoring system revealed no apparent episodes that correlated with the syncope, however, the cause was unable to be determined. Boston scientific technical services (ts) discussed troubleshooting options. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.